Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, previous cardiac surgery, and a mean pressure gradient of 2mmhg. It was noted imaging was challenging throughout the procedure. A steerable guide catheter (sgc) (30914r1095) was inserted. However, it was noted steering was difficult due to the anatomy and the sgc was unable to rotate posteriorly. The procedure was continued; an xt clip (30728r1092) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (30915a1065) was successfully implanted. Mr remained at a grade of 4. It was noted post procedure, after the second clip was implanted, the gradient increased to 6mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be quite challenging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na